Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that, after a couple hours of use, an air leak was found in the cuff of this tracheostomy tube. The cuff's air pressure was raised, but after a few hours it had lowered again. The tracheostomy tube was removed, and afterwards the cuff was checked and no leak was easily observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Device evaluation : one portex tracheostomy sample was received for investigation in used condition without its original packaging. Immediate visual inspection found no issues or damage. Next, the returned sample was inflated using a syringe and the product was submerged under water. Subsequently, leakage was observed, identified between valve and the tube. To further investigate the issue, relevant documents were reviewed and deemed adequate. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additionally, the cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was also conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. The event problem source was traced to manufacturing related to the following noted probable causes: solvent missing between pilot balloon and tube, inconsistency in the application of thf in the nils, or a lack of detection by the production personnel on the leak test area.